Manufacturer narrative:
The ua reagent lot number was 732819. The expiration date was not provided. The tp reagent lot number was 725711. The expiration date was not provided. On 6-sep-2023 the field service engineer checked the wash station. He found that multiple cell rinse tubes were in a poor condition and one of the tubes was broken. The fse replaced the cell rinse tubes. Precision studies were perfomed and they were within specifications. Performance check was done and the instrument was performing within specifications. The root cause was consistent with a maintenance issue. The service action (replacing the cell rinse tubes) resolved the issue. No further issue were reported afterwards.

Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with uric acid (ua) assay and with total protein (tp) assay on a cobas 8000 c702 analyzer. Ua: initial result: 0.6 mg/dl. Repeat result: 6.7 mg/dl. Tp: initial result: 3.85 g/dl. Repeat result: 5.7 g/dl. The physician questioned the results as they did not match the patient's clinical history.